Manufacturer narrative:
Sample analysis: a visual analysis of the device revealed the device returned with the implant detached from the delivery pusher. The device was tested for electrical continuity and met specification. The attachment tether that holds the implant intact with the delivery pusher has characteristics of stretching, striations present on the surface. The implant coil is normal in specification. The remainder of the device is normal in appearance. There is no evidence of a detachment attempt with a detachment controller. The root cause of this complaint appears to be due to the device being exposed to a force that exceeded the maximum tensile specification of the attachment monofilament. The microcatheter used with this device was not included for eval. It is unk if it attributed to this incident. The device may have caught in the stent during positioning. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.

Event description:
It was reported that during the repositioning of an embolization coil within an aneurysm, the implant prematurely detached during retraction. The microcatheter was jailed within the stent when this occurred. No harm was reported.